Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer¿s blood glucose (bg) was 443-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate form of insulin therapy.